Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A social media complaint stated that a customer obtained a sensor scan of 57 mg/dl and then called for paramedics. Upon their arrival, the customer obtained a healthcare meter reading of 139 mg/dl as compared to sensor scan of 97 mg/dl. It is unknown if the customer required any emergent treatment. No further information was provided and attempts to gain additional information have been thus far unsuccessful. There was no report of death or permanent injury associated with this event.